Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and the pump is functioning as intended. Reportedly, the customer was not perfoming the cartrdige air removal step. Clinical support advised customer that not performing the air removal step is off label per the user guide. The customer's blood glucose (bg) was "high"; although specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.